Event description:
Threaded needle holder on to straight needle for venipuncture, pierced the skin successfully. When placing vacutainer tube into holder, the holder broke off of needle. Immediately removed needle and tourniquet and applied pressure with gauze to the area.